Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g2 (inadvertently missed on selecting user facility in the initial medwatch report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that it was caused by a failure of the quantum board. The root cause of the quantum board failure could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, high definition lcd monitor, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was no image and the circuit board (qb) board was faulty. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process and during inspection of the device, there was no image and the circuit board (qb) board was faulty. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.